Event description:
On (B)(6) 2026, the site reported connection failures between the generator and two separate connector cables during a pediatric case (male, 12 years old). When connecting the first cable associated with the nykanen rf wire kit (ref rfk-265, lot rkfa260825) to the generator, the system displayed an error (reported as "ao29"). The team then opened a versacross kit (ref vxsk0031, lot 34727339); upon connecting that cable, the same error occurred. The site borrowed a generator from an adult facility and again observed the same error with both initially opened cables. Per boston scientific support's suggestion to try another cable, the team opened a third versacross kit, and that cable connected successfully to the site's generator, allowing the case to proceed. Per (B)(6) follow-up, the patient was prepped and, on the table, and vascular access was obtained prior to the connection attempts. The event caused a 30-45 minute delay. No patient injury or adverse clinical outcome was reported. While there was no adverse event related to the use of the baylis medical technologies (bmt) device, bmt considers a device malfunction leading to a surgical delay of greater than 15 minutes to be an FDA reportable event. As a result, this report is being submitted to the FDA for the cable included in nykanen rf wire kit (ref rfk-265, lot rkfa260825).

Manufacturer narrative:
This complaint is in regard to the rfp-100a connector cable packaged as a kit with the nykanen rf wire. Device is in transit for return, has yet to be received.